Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed multiple no delivery alarms. Customer's blood glucose was 30 mmol/l. No delivery alarms occurred around 2.4 units during bolus. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.